Manufacturer narrative:
The reported high impedance was not confirmed. The lead extension was returned incomplete; the header was not received. As such, the extension could not be fully analyzed. Visual inspection did not observe any anomalies that existed prior to explant that would contribute to reported issue. Continuity testing did not identify electrical opens. Nothing was observed on the returned lead segment that would contribute to reported issue. The root cause of the issue could not be determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-48992.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2022 wherein the extension was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-48992. It was reported high impedance became present (on the patient's right dbs lead) after the patient experienced a fall. In turn, the patient has been unable to receive adequate therapy and place their ipg into MRI mode. As a result, the patient may undergo surgical intervention on a later date.